Event description:
It was initially reported that the device had logged multiple fault codes. There was no pt use initially associated with the reported failure. Upon f/u by physio-control, it was reported that the device failed to detect a pt connection via quik-combo defibrillation electrodes. The pt was only being monitored and was never in a cardiac arrest situation. It was reported that the failure did not have any adverse effects on the pt.

Manufacturer narrative:
(B)(4): the customer indicated they would work with the third-party they purchased the device from. Several attempts have been made to contact the customer to confirm resolution of the reported failure; however, no add'l info appears to be forthcoming. The device will not be returned to physio-control for eval. The cause of the reported failure cannot be determined.